Event description:
Surgeon could not get novasure to work. Rep could not get it to work either. Another device was acquired. No harm to pt. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.